Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient faced two infusion set leakage at the quick release on (B)(6) 2025. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.